Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was turbine differential pressure (pt 800) failure. The root cause assigned in final investigation report is supplier manufacturing process.

Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The ventilator failed the calibration test. Transducer calibrations were performed and tested, but were unable to resolve the customer's reported issue. A replacement main printed circuit board assembly (pcba) has been ordered and upon receipt of the replacement component, the evaluation and repair will be completed. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while starting up the ventilator. The customer reported that there was no patient involvement.